Event description:
During a hardware removal procedure, one of the teeth on the end of the spare reamer tube broke off. Retrieval of the broken piece is unknown. Surgeon reportedly was able to complete the procedure.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Subject device has been received, and is currently in the evaluation process. No conclusion can be drawn at this time. Manufacture date has been requested.